Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The customer's blood glucose level was 300mg/dl. The customer's most current level was 267mg/dl. The customer was hospitalized for diabetic ketoacidosis. Troubleshoot was conducted. The device passed testing and was found to be operating as designed. The customer was advised to conduct full set, reservoir and insulin change. The customer was advised to monitor the device and call back if issues persist.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test and displacement test. The insulin pump delivered properly all units programmed during our testing. No a17 alarms were noted. The insulin pump was downloaded to carelink pro however, no data was found due to several a47 alarms in the alarm history file due to a corrupted history file. The insulin pump was programmed with correct time and date and monitored for five days with a 1.0 u/hour basal rate; the insulin pump delivered properly the basal profile and the units delivered during our testing while being monitored were recorded properly at the bolus history and daily totals history screen. No cosmetic damage noted.

Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been provided with this report. In addition, section has been updated with this report.

Event description:
It was reported via phone call that the customer experienced low blood glucose and noticed alarms in the pump history. The customer stated he was woken up by paramedics and believes blood glucose was 25mg/dl. The customer's current blood glucose was 150mg/dl. The customer stated he was hospitalized due to low blood glucose and over delivery. Previously, the customer filled reservoir 80-90units, but when the paramedics found him the reservoir was empty and pump was giving a low reservoir. The pump delivered the 80-90units to the customer. The customer was treated with glucagon on site, IV once he was in the hospital. There was so much insulin in the customer's system that they had to give him large amounts of sugar to stop him from dropping. The customer was advised to discontinue the use of the insulin pump and revert to back up plan.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.